Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a refixation of the long biceps tendon the implant broke off when the surgeon inserted it. The broken piece was retrieved out of the patient and the surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update dw 29-feb-2024: it was further reported that the thread of the inserter broke off. The implant has been implanted correctly. The broken thread was removed. The operation was successfully completed with the same implant.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that a fragment of the threaded distal end of the shaft assembly is lodged within the m1x0.25 fully threaded hole of the 9mm proximal biceps button of the proximal tenodesis button system. Functional testing was not performed due to the damage to the threaded shaft. The method of bone preparation and the quality of the bone encountered were not provided. Per dfu-0143-eo rev 0 - precautions- 3. Retrobutton only: measurements of intraosseous length and socket depth are critical for proper implant selection. 4. Loop and button should be properly oriented during passing and fixation, per technique guide, in order to function properly. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion. Functional testing was not performed due to the damage to the threaded shaft. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
Update avoe (b)(.6) 2024 further information was received that the wire holding the button broke off directly behind it in the threaded part of the device. Update avoe (B)(6) 2024. It was again confirmed that no part of the device remained inside the patient.